Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it unsuccessful. Ts referred the patient to their clinic for further examination. This device remains in service. No adverse patient effects were reported.